Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pacing lead (ipl) exhibited high threshold,no capture, and high impedance. A revision procedure was scheduled. During the revision procedure physician noted that the ipl was not connected well to the device. The ipl was re-connected to the device and all parameters were good. The ipl remains in use. No patient complications have been reported as a result of this event.